Event description:
Rn noted the neo-synephrine drip that was running on an alaris pump, the channel malfunctioned, and the drip was temporarily not running. Nurse restarted the drip quickly on another channel. Patient's b/p dropped into the 60's. Immediate interventions and patient recovered.